Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and nothing was found that would have contributed to the cot not latching or lowering unexpectedly. The reported issue could not be duplicated by the authorized technician. The cot was returned to service. Sufficient operator instructions for charging the batteries are provided in the IFU. To date, no further information has been provided regarding the incident.

Event description:
It was reported while loading a patient into the ambulance the cot allegedly dropped unexpectedly to the middle position. There was no injury to the patient; however, a medic is alleging neck/shoulder strain and was evaluated at the ER.

Event description:
It was reported while loading a patient into the ambulance the cot allegedly dropped unexpectedly to the middle position. There was no injury to the patient; however, a medic is alleging neck/shoulder strain and was evaluated at the ER.

Manufacturer narrative:
An authorized field technician was dispatched to evaluate the cot at the complainant's location. A visual and functional evaluation was conducted and nothing was found that would have contributed to the cot not latching or lowering unexpectedly. The reported issue could not be duplicated by the authorized technician. The cot was returned to service. The unit is regularly inspected for preventative maintenance and was last serviced on 10/1/18. To date, no further information has been provided regarding the incident.

Event description:
It was reported while loading a patient into the ambulance the cot allegedly dropped unexpectedly to the middle position. There was no injury to the patient; however, a medic is alleging neck/shoulder strain and was evaluated at the ER.